Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose at time of incident was 487 mg/dl. Customer was advised to insert a new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery contact cap with a cotton swab and isopropyl alcohol. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 487 mg/dl. The customer stated that his wife administer an injection of 17units of humalog. Customer declined to troubleshoot for high blood glucose due to blank display.